Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry as being a critical alarm. Alarm was due to zero ml reservoir volume that was reached. It was noted that the patient did not have any symptoms as far as they knew. The pump system was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.